Event description:
It was reported that the right atrial (ra) lead dislodged to a more apical position, but kept an acceptable pacing threshold. It was further reported that the right ventricular (rv) lead exhibited high thresholds.  The ra lead was explanted and replaced, and the rv lead was repositioned and remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged to a more apical position, but kept an acceptable pacing threshold. It was further reported that the right ventricular (rv) lead exhibited high thresholds.  The ra lead was explanted and replaced, and the rv lead was repositioned and remains in use.  No patient complications have been reported as a result of this event.